Event description:
A customer reported she was not able to perform her blood glucose test with her precision xtra/optium blood glucose meter because her meter was not functioning. As a result, she reported she could not medicate herself and had symptoms of high blood sugar, but could not be more specific about them. The customer reported being diagnosed by a doctor with severe hyperglycemia and treated with unk intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.